Event description:
It was reported that this right ventricular (rv) lead exhibited a zero ohm shock impedance measurement. Technical services (ts) was consulted and indicated that a zero ohm shock impedance was invalid, however could occur if the test was saturated, often due to some external electromagnetic interference (emi). It was noted that the patient was injured while feeding their horses and required surgery. Ts noted that noise events corresponded with the surgery and recommended further testing. This lead remains in service. No adverse patient effects were reported.